Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a2, lot# unknown, explanted: (B)(6) 2017, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured on the lead during an implantable neurostimulator (ins) replacement procedure. The impedances were checked with the lead connected to both the new ins and an external neurostimulator (ens) during the procedure; impedance testing results were not available from prior to the ins replacement. The hcp noted the lead was broken and that they wanted to know the spot where the lead was broken. The lead was replaced at the time of report and the issue was resolved. It was unknown whether the patient had experienced any falls or traumas; the cause of the lead break and high impedance was not determined.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found all conductors of the lead were broken 22.2 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.